Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed opening on anterior side assessed as unidentified (tear) opening. (Shell thickness within specification). Valve leak and/or damage: observed cracked valve seat diaphragm valve. As per the investigation procedure, creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions.

Event description:
Healthcare professional additionally reported "hole on patch side," and "hole on valve side."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.